Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found indicates the patient had their leads explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31749. It was reported the patient was experiencing high impedances on both leads which was causing auto-reducing. Fluoro imaging shows the lead tails appear to be twisted. Surgical intervention may take place at a later date to address the issue.